Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization. The customer's blood glucose reading was 500 mg/dl during time of 911 call. The customer was hospitalized due to diabetic ketoacidosis. The customer stated that she had diabetic ketoacidosis because she removed the pump from her body. The customer will be sent a replacement pump.